Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. Upon receipt, fluid was visually observed inside the bags that contained the three units which suggested a leak had occurred. A functional leak test was performed on the three units, an a leak was observed at the following locations: (1) the first unit had a leak coming out at the post of the module when the rate was set at 12ml on the module, (2) the second unit had a leak coming out at the front area of the rate dialer when the rate was set at 5ml on the module, (3) the third unit had a leak coming out at the back area of the rate dialer when the rate was set at 5ml on the module. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 23, 2021 - april 24, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.